Event description:
During the procedure, the quantum ttc biliary balloon dilator started leaking in the biliary tract. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our evaluation of the returned biliary dilation balloon confirmed the report. The balloon material has a pinhole, rendering the device inoperable. During our evaluation, the balloon was inflated with water using a quantum biliary inflation device. During inflation, we observed water leaking from a severe kink at the distal end of the inflation hub. The catheter was cut above the proximal end of the balloon, an inflation tool was used to inflate the balloon. A pinhole in the balloon material near the center of the balloon. No portion of the balloon material is missing. No other observations related to the returned product were noted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: a possible contributing factor to a small hole in the balloon material is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A small hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation did not impact the patient or user and no similar observations were found during a review of the 2-year adverse event history. The information in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. Customer quality assurance will continue to monitor for complaint trends.